Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic for follow up when post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Patient was asymptomatic. The device was reprogrammed and remains implanted.